Event description:
It was reported that a patient experienced peritonitis manifested by weakness coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day as the onset of the symptoms. Therapy was ongoing. The cause and the treatment for the peritonitis were unknown. At the time of the report, the patient had not recovered from the event. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). : catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13i04032, h13g08029, h13d25038, h13i25011, h13c05032, h13h20055, h13h30047, and h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).